Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's parent indicated that the patient was not able to notice changes when her bg rose or fell. The cgm value displayed was 300 mg/dl so the patient took 2 units of insulin based upon the cgm value. The cgm showed 350 mg/dl so the patient took insulin again (2 units). The patient became dizzy, was confused, and weak. The parent took her to the hospital, and upon arrival she was conscious, dizzy, and confused. The bg finger stick was 20 mg/dl. She was treated with 1 cup of yoghurt containing sugar. The patient also received '2 units of glucose serum'. She remained at the emergency department (ed) for 10 hours, her symptoms resolved, her bg stabilized and she was discharge home in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.